Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of the left circumflex artery. A 32 x 2.75mm promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the distal stent strut rows were lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of the left circumflex artery. A 32 x 2.75mm promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.